Event description:
Reporter alleged obtaining discrepant blood glucose results of 549 mg/dl back to back with a result of 183 mg/dl when testing was performed 6 min a part on the compact system. Reporter stated he took his normal dose of 70 units of long acting insulin however no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.